Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
An event of aortic coarctation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600042307 version b, the correct size piccolo occluder for the measurements provided was a 5-2mm device, consistent with implanted device. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2020, a 5-2 amplatzer piccolo was selected for implant for a 1 month old 1,500 grams patient with the following pda dimension: 3.5mm minimal diameter, 3.78mm diameter at the aortic ampulla, and 9.5mm length. The device was placed intraductal. The aortic coarctation was observed on the one month follow up. An aortic stent was implanted to treat the coarctation one week after the one month follow up. The patient is currently stable.